Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a restenosed stent located in the moderately tortuous, mildly calcified, 70% stenosed iliac artery. There was no issues noted during preparation of the device. There was no resistance felt during advancement of the balloon catheter to the lesion. On the third inflation of the 7 mm x 100 mm armada 35 balloon at 12 atmospheres the balloon ruptured and pressure was lost. The balloon ruptured circumferentially; therefore, could not be removed through the sheath. Surgical intervention involving a large incision was performed to remove the balloon catheter. This resulted in bleeding at the incision site and a longer hospital stay for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficult to remove and resistance with the sheath was unable to be replicated due to the condition of the returned device as the shaft was separated. In this case, it is likely that the rupture occurred due to interaction with the lesion which was described as moderately tortuous, mildly calcified, and 70% stenosed. The resistance during removal and separation noted in the returned analysis likely occurred when removing the catheter against resistance as the ruptured balloon material interacted with the introducer sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation determined the reported difficulties and subsequent patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information received indicates that the surgical intervention was a normal arterectomy. The incision made was normal in size and there was no heavy bleeding as previously reported. No additonal information was provided.